Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received questionable glucose hk gen.3 (gluc) results on their d-module. The customer stated the initial results were reported outside the laboratory. The doctor questioned the results and the samples were repeated on a p-module. The repeat results were considered correct. The doctor questioned eight results, and six had to be corrected. The customer provided data for five discrepant results. The first patient's initial gluc result was 224 mg/dl. The repeat result was 100 mg/dl. The second patient's initial gluc result was 224 mg/dl. The repeat result was 103 mg/dl. The third patient's initial gluc result was 194 mg/dl. The repeat result was 91 mg/dl. The fourth patient's initial gluc result was 184 mg/dl. The repeat result was 87 mg/dl. The fifth patient's initial gluc result was 227 mg/dl. The repeat result was 106 mg/dl. There were no adverse events. The gluc r1 reagent lot number was 67622201 and the expiration date was 08/31/2014. The gluc r2 reagent lot number was 67299801 and the expiration date was 06/30/2014. The field service representative found a fluidics failure from the rinse mechanism detergent nozzle being occluded. He cleaned and lubricated. The detergent nozzle aspirate was totally clogged and not aspirating cells, causing the cells to overflow and not get cleaned correctly. He removed the clog from the nozzle and replaced the tubing. He verified the operation. Mechanism checks were performed and no errors or overflowing were observed. The customer performed calibration and quality control with results within the customer's specifications.